Event description:
On 30-oct-2019: follow up information was submitted because result of complaint investigation of the returned used device (5 sets) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that in four infusion sets, the tubing got pulled out from the tubing connector. This issue occurred while the patient was either sitting on the couch, lying on the bed or it simply got pulled out from the pocket. The site location was patient's abdomen and the pump was in the pocket. The infusion had been in use for 2-3 days and the infusions were stored at the top of the closet at room temperature. Reportedly, the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
(B)(4). Event occurred in the united states. The patient reported that in four infusion sets, the tubing got pulled out from the tubing connector. This issue occurred while the patient was either sitting on the couch, lying on the bed or it simply got pulled out from the pocket. The site location was patient's abdomen and the pump was in the pocket. The infusion had been in use for 2-3 days and the infusions were stored at the top of the closet at room temperature. Reportedly, the pump was not dropped with the set connected to the patient's body. No further information available.